Manufacturer narrative:
The customer submitted samples for further evaluation. The investigation determined that the observed tni value is a false positive. It was determined that there was an interfering factor with a high molecular weight present in the sample. The interference is documented in the product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly-measuring cell.

Event description:
The customer received questionable results for troponin I short turn around time (tni stat) on four samples from the same patient. The samples tested on the cobas 6000 e601 analyzer have generated "significantly positive" results. The samples tested with a different method on the allere point of care meter have generated results that are below that method's cutoff for a positive tni stat result. The customer indicated that this patient's results have been above 6 ng/ml consistently, although slightly decreasing over time. The customer has contacted customer support for the allere point of care meter and it was determined there were no interfering substances for the allere triage method. All results are in ng/ml. Sample 1 was drawn on (B)(6) 2013 at 1705 had an initial tni stat result of 7.960 on the cobas 6000 e601 (e601) analyzer. The sample was also run on an allere point of care (poc) meter and generated a result of 0.05. This same sample was sent to a reference laboratory that uses the same analyzer testing method as the customer. The result from the reference laboratory was 10.14. Sample 2 was drawn on (B)(6) 2013 at 1801. The initial tni stat result from the e601 was 7.690. The sample was also checked on the allere poc meter and generated a result of <0.05. The sample was repeated on another allere poc meter and generated a result of <0.05. Sample 3 was drawn on (B)(6) 2013 at 0300. The initial tni stat result from the e601 was 6.950. The sample was checked on the allere poc meter and generated a result of <0.05. This sample was also sent to a local reference laboratory and was tested on an ortho vitros 5600 (vitros) analyzer. The result from the vitros analyzer was <0.012. Sample 4 was drawn on (B)(6) 2013 at 1441. The initial tni stat result from the e601 was 7.420. The sample was checked on the allere poc meter and generated a result of <0.05. The patient was admitted to the hospital for additional testing and underwent a cardiac catheterization procedure. The customer indicated the patient did not have any lingering effects. The cardiac catheterization procedure was performed with no complications, and the patient did not suffer any permanent or lingering effects from the procedure. The patient was expected to have a complete and uneventful recovery from the procedure. The patient was discharged from the hospital. The patient's current condition was requested, but was unknown by the customer. All other cardiac diagnostics have been negative. The lot of tni stat reagent in use was 17182701, with an expiration date of 02/28/2014. The field service representative found that the measuring cell was dirty. He performed a liquid flow cleaning. He checked calibration and qc results and found no errors.